Event description:
Our affiliate is reporting to us that while setting up for a procedure the fms tornado handpiece faulted causing "default" error to appear on the pump display screen. Another handpiece was employed, however, this replacement device needed to be sterilized; this added a 40 minute delay to the procedure; which was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st portion of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that the device was received in good physical condition. The 2nd segment of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that can be attributed to the reported "error" code failure during the set up of the equipment for the procedure. The complaint device is 8 years old; we attribute its condition to fair wear and tear through age/usage. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting test results.